Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-00402.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, while advancing a ruby coil through the lantern, the ruby coil became stuck and would not advance through the distal end of the lantern; therefore, the ruby coil and lantern were removed. The procedure was completed using three additional ruby coils and a new lantern. There was no report of an adverse effect to the patient.